Event description:
Pt was implanted with a dhs plate and screws on (B)(6) 2012. Reportedly, the pt was non-compliant and didn't heal due to premature activity. The pt was returned to the operating room on (B)(6) 2012 for removal of the hardware. The surgeon plans to revise pt to a dhhs implant. This report is #4 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.